Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal end of the stent was severely damaged and stretched in a distal direction over the distal markerband. The undamaged section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. When a 3.50 x 24mm synergy drug-eluting stent was inserted onto the guidezilla guide extension catheter, it hit at the collar part of the guidezilla catheter. When the device was retrieved, it was noted that the stent struts were lifted. The procedure was completed with another 3.0x24mm synergy stent. There were no patient complications nor injury reported.